Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported stent graft leak and the reported patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of death, as listed in the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use is a known patient effect that may be associated with coronary stenting. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a procedure to treat a ruptured hepatic artery and pseudoaneurysm, occurring post liver transplant. A non-abbott covered stent was advanced, but could not cross to the target site and the bleeding could not be stopped. A 4.0 x 19 mm graftmaster stent was then advanced and implanted at the target site. Routine post dilatation was performed, including post dilatation with a non-abbott dual balloon angioplasty catheter. Post implantation, some flow remained and there was thought to be a potential for thrombus formation outside the stented area; however, no thrombus was present post procedure. Post procedure, the patient experienced severe sepsis and multi-system organ failure. On (B)(6) 2015, the patient died. Per physician, the patient's death is not related to the implanted graftmaster stent. No additional information was provided.